Event description:
Device 4 of 6. Reference MFR report #1627487-2015-12194,#1627487-2015-12195, #1627487-2015-12223, #1627487-2015-12225, #1627487-2015-12226.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 6 reference MFR report: 1627487-2015-12194, reference MFR report: 1627487-2015-12195, reference MFR report: 1627487-2015-12223, reference MFR report: 1627487-2015-12225, reference MFR report: 1627487-2015-12226. Additional information identified x-rays taken on (B)(6) 2016, verified the patient's scs system had been previously removed. The patient currently has three quads implanted as one was also previously removed. It was determined that the scs system and one pns quad were removed on (B)(6) 2015, due to a fungal infection. The extension that the pns lead was connected to was not removed. It is unknown which pns lead was removed.